Event description:
The customer observed a downward shift in axsym troponin-I adv controls. The controls went out of range low and patient results were reported. Results of <0.02 ng/ml were reported on three different patients with previous axsym troponin-I adv results of 0.07, 0.24, and 0.20 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant patient results, and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.